Event description:
The customer reported that their device was displaying all three icons (attention, service wrench and charge-pak), which is an indication that the device would not have enough power to deliver sufficient defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer has notified physio-control that they have declined to purchase a replacement device and also have declined to return their device to physio-control for evaluation. The device was not returned to physio-control for evaluation. The cause of the reported failure could not be determined.